Manufacturer narrative:
(B) (4). Root cause investigation: the mfg cause of the defective tip was investigated: based on the form of the tip, itself, it was determined that the defective component (shaft) of the screwdriver was a "set-up" part, which was used to configure a machine of the mfg process. After the set-up of the machine, this component was inadvertently left in the basket used during the production run, which then became mixed in with a regular production batch. Review of the batch records revealed that the subject screwdriver was visually inspected at three manual stations while training was being performed on a new group of inspectors. However, since the subject screwdriver has been manufactured, the supplier introduced an automatic visual inspection system (tiim, tip inspection machine). This returned screwdriver was retested at each of the three visual inspection stages of the process and tiim, and at each stage, the screwdriver was rejected. It should be noted that no other similar complaint has been recorded.

Event description:
The physician reported that difficulties were encountered when attempting to engage the set-screws of the subject device with the associated packaged screwdriver. Due to the inability to adequately tighten the leads, another MFR's device screwdriver was utilized. This allowed for the appropriate connection of the leads. The device was successfully implanted. Only the screwdriver was returned to the MFR.